Event description:
Plate broke (B)(6) months post op in (B)(6) female pt.

Manufacturer narrative:
The implant lasted (B)(6) months post surgery until the pt reported pain to the surgeon. This is when the surgeon discovered that the bone had a non-union and that some of the plate was broken. The IFU for this product states as a warning and precaution, "the use of plates provides the orthopedic surgeon a means of bone fixation and helps generally in the mgmt of fractures and reconstructive surgeries. These implants are intended as a guide to normal healing and are not intended to replace normal body structure or bear the weight of the body in the presence of incomplete bone haling. Delayed unions or nonunions in the presence of load bearing or weight bearing might eventually cause the implant to break due to metal fatigue. All metal surgical implants are subject to repeated stress in use which can result in metal failure." No further info about the pt was given. The returned hardware had failed consistent with a fatigue failure at the mid section of the plate across the compression slot. This is caused by cyclic loading across the middle of the plate due to the non-union.